Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, high threshold was noted on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2018. The patient was stable pre and post-procedure.